Manufacturer narrative:
The MFR is attempting to acquire additional information regarding the outcome of this event, as well as the product information and disposition. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that a review of the historical pump telemetry data on the pt history screen showed clock reset flags and multiple low voltage advisory alarms. The log file data submitted to the MFR for further analysis revealed approx 11 days of data and reported alarms were confirmed which appeared to be associated with a power cable disconnected alarm and total power loss. Based on the data captured, power to the system was restored and the pump parameters recorded thereafter were within normal operating limits. Low battery advisory and associated power cable disconnected events were also recorded in the log file. An analysis of the log file was provided to the hospital. No further information regarding the outcome of this event was provided